Event description:
It was reported that after a supply change, the patient experienced progressive hyperglycemia, and review of use revealed the infusion set was inserted by hand rather than with the applicator, resulting in a bent cannula and loss of insulin delivery, followed by a leaking cartridge that required starting the supply change over with new supplies; insulin delivery was subsequently resumed successfully on the ilet system. Symptoms included hyperglycemia with a highest reported cgm value of 375 mg/dl. Outcomes included prolonged elevated glucose for about ten hours without hospitalization. Investigation included troubleshooting and user education on proper infusion set deployment and full supply change procedure. Investigation of this case revealed incorrect infusion set deployment with a bent cannula and a leaking cartridge, consistent with delivery interruption from the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that user technique during infusion set deployment was the primary cause.